Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture. Fluoroscopy revealed the lead had dislodged. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.